Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, there was balloon withdrawal difficulty. The target lesion was a moderately calcified and tortuous segment of the proximal and mid left anterior descending (lad) coronary artery. After implanting the 2.5x24mm taxus liberte' drug eluting stent in the target lesion, the balloon could not be extracted nor pushed distally. Subsequently, the guide catheter got profoundly introduced in the left coronary branch up to the lesion. The stent balloon was inflated more than three times at 23 atm and always deflated. Finally, after significant strength, the balloon was extracted. To post dilate the stent, another balloon was advanced without difficulty. There were no patient complications and the patient condition is ok. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been received at the analysis site for evaluation as of the date of this report.